Event description:
Per information provided: on (B)(6) 2006 - patient was diagnosed with symptomatic incisional hernias thereby underwent open repair with the implant of ventralex mesh (device # 1) and composix kugel mesh (device # 2). Per operative notes, "the total defect was noted and the hernia had extruded and the contents were reduced. A ventralex mesh (device # 1) was placed and sutured. A composix kugel mesh (device # 2) was placed against anterior abdominal wall was sewn in place and sutured." On (B)(6) 2009 - patient was diagnosed with extensive adhesions thereby underwent lysis of adhesions and re-tack in one corner of previous mesh. On (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia, right indirect inguinal hernia and right lower quadrant pain thereby underwent removal of mesh. Per operative notes, "the scar was excised. The underlying ventral hernia mesh (device #1) was removed. The ventral hernia mesh (device # 2) in lower midline was folded on left side inferiorly. Most of the mesh was removed. The upper one-third of mesh was left in place. Adhesions were taken down. The right indirect inguinal hernia was repaired using sutures." On (B)(6) 2015 - patient was diagnosed with multiple recurrent ventral incisional hernias and pain thereby underwent laparoscopic repair with implant of ventralight st mesh (device # 3) and removal of mesh. Per operative notes, "adhesions to the anterior abdominal wall in left lower quadrant was taken down. Two midline hernias towards the upper portion of infraumbilical region was reduced. A ventralight st mesh (device #3) was placed and tacked. A mesh (device # 2) was removed."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard mesh ventralex (device # 1). An additional supplemental emdr was submitted to represent the bard mesh composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.